Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting an out of range shock impedance. The pocket was reopened and it was discovered that there was a loose setscrew. The device was then explanted and another crt-d was successfully implanted. The patient is doing well. No adverse patient symptoms were reported.